Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 06-oct-2022 via email and attached to the complaint object: no pumps were in use when the errors occurred. All issues were found during preventive maintenance.

Manufacturer narrative:
Device evaluation: tamper seals damaged on bottom case and plunger assembly. Cracked on battery door. Non-OEM top case and battery was found with device. Force sensor test error was found at power up due to force sensor reading is out of spec. Force sensor was out of calibration. Performed pm maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump had a force sensor failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.